Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased act button dome switch. No unlocked lcd keypad connector noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corner, cracked battery tube threads, broken reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 160 mg/dl. The customer stated that the device fallen form his kitchen table to concrete floor and the act button was slightly dented with damage inside the button. The customer stated the act button is too sensitive whey trying to press the button. The customer stated it will sometimes suspend his bolus deliveries while he has it in his pocket. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.